Event description:
According to customer's info: during the set priming and following the priming procedure, when the speed was increased to 4000 rpm, a strange noise was heard in the cardiohelp driver and massive air entered in the set and membrane that could not be removed. The set was replaced with a new one that was primed without any problem and the pt was put in ECMO successfully. No further problem was experienced with the new set or the cardiohelp device. (B)(4).

Manufacturer narrative:
The manufacturer's investigation of the product is still pending. A supplemental medwatch will be submitted when further info becomes available. Additional info: the product mentioned under section d is a set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.